Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through several troubleshooting steps, including inspecting and cleaning the pump, which enabled the customer to successfully load the cartridge and resume insulin use.